Event description:
Additional information received from a manufacturing representative reported the patient was doing well. The patient's health care provider was able to program around the issue.

Event description:
It was reported there was a stage 2 procedure on the day of report and the lead location was at the global pallidus interna (gpi). The extension and the implantable neurostimulator (ins) were implanted but post-implant the impedances were checked and a short was noted. Impedances were: c<(>&<)>8 2443, c<(>&<)>9 1078, c<(>&<)>10 1784, c <(>&<)>11 1084, 9<(>&<)>11 102. The patient hadn¿t been programmed yet.

Manufacturer narrative:
Concomitant: product ID neu_unknown_lead, product type lead. Product ID neu_unknown_ext, product type extension. Product ID neu_ptm_prog, product type programmer, patient. (B)(4)

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.